Event description:
A patient, undergoing outpatient surgery for a hemodialysis graft, reportedly experienced insulin-induced hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). Following surgery, patient's blood glucose was reportedly tested using the suspect device, with a result "in the 200-300's mg/dl (exact value not provided). Based on this value, patient was given 2 doses of insulin (amount and type not provided). Patient's spouse reportedly arrived at the facility and was advised of patient's elevated blood glucose results. Spouse requested that staff retest blood glucose using patient's device-- which is glucose specific. In doing so, patient's blood glucose was found to be 46 mg/dl. Patient was reportedly given apple juice, after which blood glucose measured 86 mg/dl and 101 mg/dl (time between test was not provided). No additional intervention was performed and patient did not experience any lasting adverse consequences. No product was returned to the manufacturer for evaluation.